Event description:
It was reported that the device had module latch binding/jammed. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex a: a0509. Annex c: c07. Annex g: g0405206. Annex a: a0401. Annex c: c070606. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: failure investigation report attached to on in sap. On 28oct2024, syringe was received unboxed and with paperwork. External inspection revealed damage in the module latch. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommended bd san diego repair center to replace failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had module latch binding/jammed. There was no patient involvement.

Event description:
It was reported that the device had module latch binding/jammed. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Failure investigation report attached to on in sap. On 28oct2024, syringe was received unboxed and with paperwork. External inspection revealed damage in the module latch. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommended bd san diego repair center to replace failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.